Event description:
It was reported that tip detachment occurred. The target lesion was located in the moderately tortuous aorta. A 035/260/1 (bx/5) amplatz super stiff guidewire was opened, however, the coil at the tip was separated from the core. The procedure was completed with another of the same device. There were no patient injury reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch, visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device was inspected and it had the coil unravel and bent at distal section. It's important to mention that the device was received outside the protective hoop and it was observed wire bent at distal section. No more visual damages were found in the device. The outer diameter of the distal tip, middle section and proximal section were within maximum specification.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the moderately tortuous aorta. A 035/260/1 (bx/5) amplatz super stiff guidewire was opened, however, the coil at the tip was separated from the core. The procedure was completed with another of the same device. There were no patient injury reported.